Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that no data logs were sent. No damage or abnormalities were found on the returned pump. The pump purged with no abnormalities or purge alarms. Therefore, the root cause of the pump failing to purge during case setup was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During preparation, the impella device failed to purge despite the medical staff identifying clear fluid at the outlet cage. It was stated that the process was aborted. There is no indication as to whether a second device was utilized, and the procedural outcome is unknown.